Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was stuck. Reportedly, after the customer pressed the wake button with more force the display turned on. Blood glucose level was 230 mg/dl.